Event description:
Edwards received information that this patient underwent a mitral annuloplasty ring explant after an implant duration of twelve (12) years, one (1) month. Upon review of source documentation, the reason for explant was due to stenosis secondary to calcification. "The mitral valve had severe regurgitation with pulmonary vein flow reversal during systole." The valve leaflets were tested and were severely restricted in p2 and p3. The surgeon replaced this valve with a 27 mm pericardial bioprosthesis. There were no complications.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis due to hospital privacy policies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.